Event description:
It was reported by the rep the ecs25 was used during a low anterior resection. It was reported a post operative staple line leak occurred. The surgeon had to re-operate and over sew the staple line. 07/17/1998 the rep reported during the first surgery of 07/10/1998, the blue dye test revealed no leakage. The pt developed inflammation of the abdomen, returned to surgery on 7/13/98 and the blue dye test revealed a leak.